Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor issues. It was reported that the programmer button was non - functional. Also, it was reported that the device backlight was not functional. The patient removed and re-inserted the programmer batteries, but this did not resolve the issue. In addition, it was reported that the patient needs to have programming added to her replacement programmer because she had a return of symptoms on (B)(6) 2018. The patient says her current program does not have the pressure points that she had with other programs. There were no further complications or anticipations reported with this event.